Event description:
Follow-up with the reporting surgeon revealed that bilateral anterior capsulotomies enabled the intraocular lenses to unfold slightly and the pt has regained effective vision in one eye. (1 of MDR's supplements filed -- second eye documented in MDR 1119421-2005-00350).

Event description:
A surgeon reported bilateral capsular bag retraction following intraocular lens implant surgery on a patient with retinitis piementosa. The observation was made two months following surgery. A yag has been performed on one eye. The outcome is not known. Review of slides provided by the surgeon suggests that the rhexis size for both surgeries was very small which may have been a factor in causing strong contraction of the capsular bag. In addition, the surgeon reports the patient experienced increased intraocular pressure that required treatment with antiglaucomatous drugs. Additional information has been requested.